Event description:
It was reported that the patient received a blood glucose result of 91 mg/dl on the accu-chek instant system while he was unconscious with hypoglycemia. On (B)(6) 2025 at 6:30 a.m., the patient received blood glucose results of 175 mg/dl (accu-chek instant system) and 124 mg/dl (accu-chek performa system) within 15 minutes. The patient did not experience symptoms with these results. The patient's wife went shopping and came back to find the patient unconscious in the wheelchair at approximately 8:30 a.m. - 8:45 a.m. On (B)(6) 2025. The patient's wife performed a blood glucose test when the patient was unconscious and the blood glucose result was 91 mg/dl (accu-chek instant system) around 8:45 a.m. The paramedics were contacted and the patient was treated with a glucose injection. The blood glucose result from the paramedic's meter was 91 mg/dl. The patient was not taken to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.